Event description:
The consumer stated that a piece of the applicator broke off and remained within in her vagina. She stated that she inserted a tampon on (B)(6) 2013. On (B)(6) 2013, she indicated while having intercourse with her partner, he discovered the piece of applicator lodged in her vagina. She visited her doctor and he ensured there were no remaining pieces.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue. Complaint sample was received and evaluation is ongoing. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.